Event description:
The affiliate reported: 2 sets of 82-3100 were implanted via s-p shunt to the patient with subdural hygroma caused by a traffic accident injury in 2003. It was found both peritoneal catheters of each valve were broken, when the patient visited the hospital to claim his abdominal pain at the end of (B)(6) 2013. Therefore, the replacement surgery for catheters was conducted on (B)(6) 2013. The magnified photos of the broken part of the catheter and the photos of something spinal at tightened part are requested to provide. (B)(6) additional information from the affiliate stated: my apology for the confusion. The customer requests us to provide them with the photos for two different parts. The one is the magnified photos of the broken part of the catheter and the other one is the photo of the fine split (thorn looking) located at the tied site of the catheter. Please let us know if you have further questions.

Manufacturer narrative:
Upon completion of the investigation, it was noted that photos were taken of the 2 pieces of catheter and no fine split or tear was found in the piece of catheter with the tie. However biological debris was found on the tie. On the second piece of catheter, one end was clean cut and the other end was jagged. Review of the history device records was not possible as no lot number was given. The root cause of the problem reported by the customer could not be determined. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.